Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's ten infusion sets tubing got detached from the site. No further information available.